Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 450 mg/dl. The customer states the care link would not cooperate and was unable to upload data for healthcare provider. The customer state they need to upload to get assistance from health care provider regarding the high blood glucose. The customer states they treated with the insulin pump. The customer declined to troubleshoot for the high blood glucose. The device will not be returned for analysis.